Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. Although the detailed information was requested, no further information was provided. As a result of the DHR review, it was confirmed that there were no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that the unit was delivered to the customer on january 29, 2014. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the most probably cause for the reported event is the following: as more than 6 years have passed since the delivery of this product, it is presumed that the power switch wore out and failed due to long-term repeated use. It is presumed that this causes the power switch to fail to keep on and that the power will go out if the power switch is not kept pushing. As more than 6 years have passed since the delivery of this product, it is presumed that the socket pin was corroded by aging degradation due to repeated use. It is presumed that the corrosion progressed over time because the endoscope connector was connected without drying sufficiently or with foreign objects adhered. The legal manufacturer refers to the statement provided in the instruction manual to prevent the reported event. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of "power switch has to be pressed and held to keep on¿ was confirmed due to a faulty switch harness. A visual inspection was performed on the returned device, and found normal wear on the housing of the device. In addition, the scope socket was found corroded. The olympus lamp had 100+ hours and light output was within specification. The air output was also found to be within specification. The device was repaired, and returned to the customer. The legal manufacturer will review the content of this complaint for further investigation. The instruction manual states ¿ do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons.¿

Event description:
The service center was informed that during preparation for use, the power switch on the front of the video processor was loose and it would not stay powered on after releasing the button. There were no other devices replaced in the event. There were no error codes, alarms or alert tones associated with this event. A colonoscope was used in conjunction with the light source. The intended procedure was completed with no delay with a different device. There was no patient injury reported. In addition, the user facility reported that the device was inspected prior to use, and no abnormalities were noted. The device was not dropped, and there were no obvious cracks or impact damage observed.